Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. All available information was investigated and a definitive cause for the slda in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One xtr clip was implanted central on the mitral valve. A second clip was implanted medial to the first. Post implantation, it was noted the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). No further treatment was performed. Two clips were implanted, reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Patient codes: 1964 labeled. Device codes: internal file number - (B)(4). The device was not returned for analysis. All available information was investigated and the increased mitral regurgitation (mr) is likely due to the single leaflet device attachment (slda). The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch, additional information was received: the initial procedure was performed on (B)(6) 2019. One day post procedure, it was found that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda). The mr had increased to 3. On (B)(6) 2019, a second procedure was performed as the mr had increased to 4. A clip delivery system (cds 81116u126) was advanced in an attempt to stabilize the slda; however, grasping was difficult and the mr could not be reduced. The clip was not implanted and the cds was removed. The procedure aborted with no additional clips implanted. No additional information was provided.